Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt, and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: occlusion, surgery. Time of symptoms/ae: post vessel closure. It was reported that a physician, trained in the use of the starclose device, performed an arteriotomy closure in the femoral artery after an unspecified procedure. The closure clip caught the posterior wall of the vessel, reducing blood flow by 60%. A surgeon removed the clip and repaired the vessel. No additional information is available.